Event description:
As reported, during use with this hemosphere monitor, the value of svo2 was too low according to the doctor judgment. The values were not compared to any other source to confirm the incorrect values. Patient demographics were requested and unable to be obtained. There was no allegation of patient injury. The device was received for evaluation.

Manufacturer narrative:
The product was received at our technical service center for analysis; however, evaluation has not been yet completed. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully.

Manufacturer narrative:
The hemosphere monitor was sent to our technical service center for a full evaluation. As received, functional test was performed. During evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. Additionally, the device passed all functional test. The reported issue was unable to be confirmed since no defect was found on the returned device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
H10 manufacturer narrative: further investigation was completed by the engineers team. Based on the returned product, failure could not be identified as no defect was found. The hemosphere was tested and monitored for 12 hours and svo2 values were within range. Tested the hem1 and tsc oxsc cable the technician held and swayed the oxsc oximetry cable while it was connected, no fluctuation in values were observed. Research and development team reviewed the diagnostic logs associated with the complaint and confirmed the reported inaccurate svo2 values observed, however, as there is no comparison data, the inaccurate value is not a software related issue. As the complaint could not be confirmed, the purpose of the root cause analysis is to determine if the device related issue resulted from: incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. Based on the available information and since the failure was unable to be replicated, there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors.